Event description:
As reported on (B)(6) 2023, the patient underwent high ligation of the right inguinal hernia sac and tension-free hernia repair under general anesthesia with perfix light plug implant. After the operation, the patient had swelling and pain in the spermatic cord above the scrotum. It was reported that no additional treatment was required, and the patient¿s status is reported to be good.

Manufacturer narrative:
Based on the information provided, no conclusions can be made. As reported, the patient experience pain and swelling post implant of perfix light plug. This postoperative event required no treatment, and the patient is reported to be in good condition. Postoperative pain is a known inherent risk of surgery and is identified in the adverse reactions section of the instructions-for-use provided with the device as a possible complication. The information provided does not suggest or indicate that a malfunction of the implant used to treat the patient caused or contributed to the patient¿s postoperative symptoms. Review of manufacturing records confirms product was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in july 2022. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.